Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump giving too much insulin while in auto mode and customer alleges insulin pump was over delivering because auto mode keeps causing the blood glucose to go low. The customer blood glucose level was 90 mg/dl at time of incident and current blood glucose 123 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states during the last set change customer recalls insulin dripping from end of set before connecting at their site. Customer reports programming was accurate. Customer reports insulin pump was worn during a medical procedure that was computed tomography scan. Customer states they performed displacement test and test results was passed test. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoirs no leak. Did not continue dripping insulin after test.